Event description:
It was reported that the hospital biomed department contacted arrow field service advising that the acat 1+ pump had twice stopped pumping while on pt. The pump was giving an error code of software failure.

Manufacturer narrative:
Hospital biomed department evaluated the console. They could not reproduce the software failure error. They ran the pump in biomed for four hours. Manufacturer performed preventative maintenance. Worldwide support functional check list and electrical safety test - passed. The symptom of error code software failure could not be duplicated. (The pump is designed to give specific system error alarms. "Software failure" is not a programmed pump error code).